Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using apidra insulin. Removing cartridge air with a dry syringe, and using cold insulin. Tandem clinical support (cts) informed customer that using apidra insulin. Removing cartridge air with a dry syringe, and using cold insulin, is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Customer addressed the elevated blood glucose (bg) and occlusions by changing the pump supplies and successfully resuming insulin therapy.